Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will be explanted due to an infection. The patient was experiencing redness around the ipg site. The physician explanted the entire system and the patient is doing well. The patient was prescribed oral and IV antibiotics.